Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia. According to the reporter: during the case, orange shavings were noticed in the pt's cavity. All the pieces were recovered and removed. No other info.